Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minimum fill notification occurred after the cartridge was filled with an unknown amount of insulin. There was no reported adverse impact to the customer's blood glucose. Reportedly, customer added insulin to the cartridge and loaded it successfully.